Event description:
The manufacturer received information alleging device won't turn on, the power on and off button won't turn green and stopped working in the middle of the night. During the evaluation of the device at the third-party service center, the device was visually inspected and found pca damaged with traces of burn causing device malfunction and pca changed due to error 15. In addition, failures observed were inlet/outlet seal with contamination, blower box with contamination and air outlet port with contamination. The device's event log was reviewed by the service center and error code found. Additionally, customer complaint was reproduced, and the device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.